Manufacturer narrative:
(B)(4).

Event description:
Procedure: oophorocystectomy. According to the reporter: during the case, it was noted that the tip was torn. This was found through the camera. Another device was used to complete the case.